Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement field generator shipped to site 09/11/2015. Medtronic investigation of returned suspect device finds that the field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #9. Electrical failure - red status / no tracking. On 09/14/2015 a medtronic representative performed 2 navigation system check-outs, all areas passed in both activities. System performed as intended both times. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 10/01/2015 a medtronic representative, following-up at the site, reported the intermittent tracking was first noticed during a procedure. A medtronic ear, nose & throat (ent) representative received a call and the site disclosed to the rep that the emitter had been dropped prior to the procedure. There was no delay to the surgery just intermittent tracking issues. They did proceed with navigation. The medtronic representative was notified of the situation and went in to investigate. Upon investigation the emitter was in-fact damaged and was not tracking at all. Therefore, the magnet was replaced. No further issues have been reported.

Event description:
A medtronic representative reported the site's navigation system was displaying axiem box and emitter communication errors. Site noted that the emitter had been dropped a few days prior. The site stated that this issue did not occur during the procedure. The surgeon completed the ear, nose & throat (ent) procedure with the use of the navigation system. There was no impact on patient outcome.